Event description:
Information was received that a smiths medical cadd solis vip had a continous cassette not attached alarm. No patient injury resulted.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis for "cassette alarm" issue. The customer's reported allegation was confirmed. Service replaced the downstream occlusion sensor and optic switch. The pump passed all functional and delivery testing. DHR review was preformed and no problems or issues were identified during the DHR review. The root cause of the reported issue is unknown.

Event description:
Customer response: no patient involvement, found during preventative maintenance.